Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported failure of the downstream occlusion test could not be reproduced, but was confirmed through review of the event history log. The device was tested and found to meet specification. The device was calibrated to ensure continued proper occlusion detection.

Event description:
It was reported a spectrum pump failed the downstream occlusion portion of the preventive maintenance test. The pump did not alarm downstream occlusion until a downstream pressure of 22 psi was reached. It was also reported this condition occurred during testing, and there was no pt involvement.